Manufacturer narrative:
This report is for an unknown 1.5 compact hand drill bit (long) disposable/unknown lot. Device is an instrument and is not implanted/explanted. Reporter: phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported a compact hand 1.5 long drill bit was used for an open plating and screw system to the thumb of right hand. It was noticed when on a post-operative x-ray that a small fragment from the tip of said drill bit was now lodged in the bone where the screws to be placed. The fragment was left in patient as removal would cause more damage to the thumb. It is unknown if there was a surgical delay. This report is for an unknown 1.5 compact hand drill bit (long) disposable. This is report 1 of 1 for (b)(5).